Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative requested a comparison of the intracardiac electrograms from episode#v-20 and v-7. Ts reviewed episode v-20 which exhibited electrogram noise on the rv pace/sense and shock channel. There was approximately two seconds of pacing inhibition. The noise was of small amplitude and was dense. A review of episode v-7 identified similar appearing noise on all three channels associated with pacing inhibition that was greater than two seconds. The local representative was informed that the morphology/frequency of the noise was similar in both episodes; however, ts was unable to determine if both were the result of similar root causes. Since noise was not present on the atrial channel on episode v-20, ts discussed the possibility of diaphragmatic stimulation. The patient was scheduled for an in-clinic evaluation of the device/lead system.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2014. This patient was seen for a routine device check and a review of episode printouts identified electrograms exhibiting electromagnetic interference (emi) and pacing inhibition greater than 2 seconds. The patient denies exposure to emi and despite pacing inhibition, the patient was not symptomatic. The physician elected to reprogram the sensitivity to 1.5 mv. Electrogram noise could not be reproduced with isometrics, arm movements, or valsalva. Lead diagnostic values were within normal range. The physician plans to continue to utilize the patient's monitoring system.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the is-4 device header found no anomalies. Automated diagnostic testing was performed which verified sensing and therapy delivery. Analysis could not confirm the clinical allegations of electrogram noise, oversensing and inadequate pacing from 2013 and 2014.

Event description:
The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device was explanted due to advisory/recall (see report#2124215-2017-23117.

Event description:
Subsequently, boston scientific received information from the local representative that this patient was presented back for an in-clinic follow-up. The clinical observations were not reproduced during patient isometrics. From the physician's perspective, there were no allegations that a device or lead malfunction caused or contributed to the clinical observations. The physician has elected to continue monitoring the performance of the device/lead system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.